Manufacturer narrative:
Date of event - estimated as aware date since unknown. Wass sy, galo j, yoon s-h, et al. Predictors of successful same-day discharge and 1-year outcomes after left atrial appendage closure. Catheter cardiovasc interv. 2022;1-7. Doi:10.1002/ccd.30464.

Event description:
It was reported via journal article that pericardial effusion, stroke and device leak occurred post procedure. This study explored predictors of successful same-day discharge (sdd) and reported 1-year outcomes in patients who underwent laac with sdd and received a watchman flx laa closure device. A prospective analysis was performed over a 20-month period of 225 consecutive patients that underwent laac in a large, academic hospital. All patients included in the study underwent a sdd protocol. Baseline characteristics and 1-year outcomes of patients discharged same day of the procedure versus those that required at least one overnight stay were compared. Adverse events, procedural success, and procedure times were evaluated. Of the 225 patients, the overall post procedure complication rate was 2.7%: three patients had pericardial effusion that did not require drainage (1.3%), and three patients developed complications from their access site (1.3%; two hematomas; one pseudoaneurysm). At 1 year, stroke events were infrequent, with one patient in the sdd and none in the nsdd groups. Also, there were two patients with a greater than 5mm residual leak noted at the 45 day follow up; one patient from each group. At 1 year, there were no significant differences in stroke or death rates. Sdd laac appears to be safe and effective in both the short-term and mid-term.